Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, nausea, dizziness. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing, nausea, dizziness. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device provided airflow therapy. During secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found 3 erorrs  the manufacturer concludes unable to address the symptoms described and can confirm the presence of contamination in the airpath. In this report,